Event description:
It was reported that; blocker cap inner hex stripped during final tightening.

Manufacturer narrative:
(B)(4). Common device name: spinal interlaminal fixation orthosis. Catalog # 48551000. The blocker was disposed of by the hospital. Manufacturing files were not reviewed because no parts or lot number were provided. The probable cause is not determined due to lack of returned blocker.

Event description:
It was reported that; blocker cap inner hex stripped during final tightening.